Manufacturer narrative:
A review of the aquabeam robotic system's log file could not be conducted as the date when the aquablation procedure took place is unknown. A review of the device history record (DHR) for serial number (B)(4) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Aquabeam robotic system user manual, um220101, was reviewed and states the following: procedure as with any surgical urologic procedure, potential risks of the aquablation procedure include: urethral damage causing false passage or stricture. A historical review for similar complaints confirmed two (2) other similar events for urethral stricture have been reported to procept biorobotics. A root cause for the reported event could not be determined. The aquabeam robotic system user manual lists urethral stricture as a potential risk of the aquablation procedure. No device malfunction was reported or confirmed through the investigation performed by procept. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
On 18-april-2022, procept biorobotics corporation became aware of an article published on 25-jan-2021 in the investigate and clinical urology (icurology) that included details of 14 adverse events reported in patients within 90 days of undergoing an aquablation procedure. Most procedural-related adverse events were classified as clavien-dindo grade 1 or grade 2. This report is being submitted for one (1) event classified as clavien-dindo 3b due to urethral stricture managed with a urethrotomy procedure. No grade 4b or grade 5 complications were noted. No device malfunction was reported during these procedures. The manufacturer's user manual lists urethral stricture as a potential risk of the aquablation procedure. All pertaining information available to procept biorobotic is being submitted with this report. This is report 12 of 13.